Event description:
Literature article: "low-dose vs high-dose paclitaxel-coated balloons for femoropopliteal lesions." It was reported that loss of patency occurred, requiring intervention. Patients with baseline rutherford classification categories of 2 to 4 were treated with ranger drug coated balloons in femoropopliteal lesions with a maximum lesion length of 30cm. Some experienced loss of patency within 12 months of the index procedure, requiring target lesion revascularization. There were no patient complications reported.